Manufacturer narrative:
Investigation results: leading component: gd675 - microspeed uni xs highspeed motor - batch: 52191742. Involved components: gb790r - hi-line xxs handpiece - batch: 4505357817. Gb790r - hi-line xxs handpiece - batch: 4505507891. We received the devices for investigation. Investigation was carried out visually. Optically the three devices were in a good condition. Gd675: the complained highspeed motor gd675 was manufactured in 2015. The last repair/maintenance took place in (B)(6) 2019. Optically, the product is in a good condition. No above-average heating was detected during the load test. The handpiece attachments were not provided nor mentioned within the complaint. It ispossible that the used attachment is defect. This article also has a limited lifetime. Gb790r: the complained product gb790r sn #(B)(4) was manufactured in january 2014. The gb790r sn #(B)(4) was manufactured in november 2013. A repair/maintenance is not registered within the database for both serial numbers. Optically, the products are in a good condition. No above-average heating was detected during the load test. The device history records have been checked for the available lot number and found to be according to the specification, valid at the time of prodcution. No further similar complaints registered against the same lot number (52191742). The failure is most probably usage related. No product failure (heating) could be detected. A CAPA is not necessary.

Event description:
It was reported that there was an issue with microspeed uni xs highspeed motor. According to the complaint description the device heated up during fusion of cervical spine-procedure. Due to heating, the operator had to ease the grip of device/handpiece. In addition the drill´s movement turned unstable/wobbling. This happened when operating close to spinal cord. Patient safety was undoubtably endangered. Patient suffers from c5 palsy, which might be caused by misfunction of device. It´s not known, whether error message 7 was played or not. A permanent impairment may appear as there is a possible c5 palsy. Additional information was not provided. The adverse event is filed under aag reference (B)(4). Involved components: gb790r - hi-line xxs handpiece - batch: 4505357817. Gb790r - hi-line xxs handpiece - batch: 4505507891.